Event description:
Hodaj, h., payen, j.f., lefaucheur, j.p. A case of long-term treatment of chronic pain syndrome by anodal tdcs of the motor cortex, previously resistant to high-frequency rtms and implanted spinal cord stimulation. Brain stimulation. 2016. 9(4):618-620. Doi: 10.1016/j.brs.2016.02.008 summary: we report the efficacy of transcranial direct current stimulation (tdcs) to relieve chronic neuropathic pain for one year in a patient who did not previously respond to repetitive transcranial magnetic stimulation (rtms) and implanted spinal cord stimulation (scs). Reported events: one (B)(6) male patient suffered from a complete avulsion of the right brachial plexus roots from c5 to c7 due to an accident in (B)(6) 2008. In (B)(6) 2009, since transcutaneous electrical nerve stimulation provided slight improvement, invasive spinal cord stimulation (scs) therapy was attempted. The definitive implant was later explanted due to a local infection. The patient later underwent non-invasive transcranial direct current stimulation, which was successful in managing pain. No specific device information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.